Event description:
It was reported that at the time of implant only 15 ml of water was able to be aspirated from the pump. No air bubbles were seen and no negative pressure was felt. The pump was not implanted.

Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function. During the check in process, another 9 ml of sterile water were aspirated from the pump. The pump was then aspirated, filled with 20 ml of sterile water and again aspirated, repeating the process five times. No problems were encountered. The pump was then aspirated, filled with 40 ml of sterile water, aspirated and filled a total of five times, with no problems encountered.

Manufacturer narrative:
(B)(4).